Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was inaccurate with multiple cartridges. Blood glucose was in the 300's (mg/dl). Reportedly, customer continued to use the pump for insulin therapy.